Event description:
8/6/97...exam technician reported that 2 patients receiving abdominal scans said that they felt a tingle from the 3.5/20 cla transducer. The tech felt it also. 8/6/97...dmsi service engineer performed a leakage test on the a15200a system using a simpson 229-2 leakage tester, cal date: 9/97. Leakage current reading were 0.0ma on 0.01ma scale which is acceptable. No problem found. 8/11/97...transducer returned to dspi. 8/11/97....dspi sent transducer to ai for further evaluation. 8/11/97...ai performed standard imaging and high voltage safety testing. High pot testing at 3000vac indicated less than 0.5 ma of current and pt leakage values nominal. No problem found with transducer.